Manufacturer narrative:
The investigation determined the issue was is consistent with missing care during daily operator maintenance. This was the reason for the clamp failure.

Manufacturer narrative:
The calcium reagent lot number was 88207801 with an expiration date of 31-aug-2026. The phosphate reagent lot number and expiration date were requested, but not provided. The field service engineer determined that a wash station clamp was defective. The issue with the clamp was resolved. The sample probes were cleaned and the reagent probes were adjusted. After the service actions, controls recovered within expected ranges. A general reagent issue can be excluded. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with calcium gen.2 and a third patient sample tested with phosphate (inorganic) ver.2 on a cobas 8000 c702 module. No questionable calcium results were reported outside of the laboratory. The user repeated calcium testing due to ongoing issues. The first sample initially resulted in a calcium value of 1.67 mmol/l and it repeated as 2.18 mmol/l. The second patient sample initially resulted in a calcium value of 2.04 mmol/l on (B)(6) 2025 and it repeated with values of 1.66 mmol/l and 2.03 mmol/l on (B)(6) 2025. The repeat value of 1.66 mmol/l was deemed implausible and the value of 2.03 mmol/l was deemed plausible for the patient. The third patient sample resulted in phosphate values of 1.16 mmol/l, 0.88 mmol/l, 1.84 mmol/l, and 1.16 mmol/l on (B)(6) 2025. It was asked, but it is not known if any of these results were from the same sample or from different samples collected from the patient. A clarification has been requested.